Manufacturer narrative:
Insulin pump error alarmed during rewind due to a jammed gearbox. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. P-cap/reservoir locked properly in place. Pump received with cracked battery tube threads. Moisture damage was found on the electronic assembly during visual inspection. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack along the battery side of the insulin pump and also had pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarms. Customer stated they were able to rewind the insulin pump. Customer was perform displacement test and it was pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.